Manufacturer narrative:
Corrected data: d4: lens model should be corrected to vicmo 13.2. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -8.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed and replaced with a same length lens with no patient injury. This resolved the problem. The cause of the event was reported as unknown.